Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error "incompatible instrument, remove the instrument" message appeared when installing the 0-degree endoscope on the arm. The procedure was converted to laparoscopy because of the endoscope problem. The conversion resulted in an increase in incision size or the addition of extra ports. The patient tolerated the change. The total delay was 30 minutes. There were no intra- or post-operative complications due to this delay. The patient was under anesthesia at the time of the incident, and the ports were already placed. According to the surgeon, this incident caused a delay in the operating day, longer anesthesia for the patient, and a complication during the procedure due to poorer vision with laparoscopy than with the robot. There is no concern that delaying the procedure could lead to long-term complications for the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope plus to perform failure analysis. The endoscope plus was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with aea shaft bearing contributing to friction.